Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) surgery due to the device had to be removed in order to perform another surgery safely. There were no any malfunction with the device. The outcome was successful and the app device was replaced once the patient fully healed from the previous surgery. No more information is available at the moment, additional information will be provided if it becomes available.